Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4) the response buttons were found to be missing. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon service investigation the response buttons were non-functional. The cause of the nonfunctional response buttons was physical damage. Both the front and rear response button was missing. The source of the physical damage cannot be positively identified. The root cause of the missing response buttons was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the missing response buttons. The last pt to use this monitor did not report any problems.